Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, the dispo-fix was used for a fracture of the distal radius case. The patient left the hospital wearing an external fixator. On (B)(6) 2014, the patient did an outpatient visit, and when the doctor tightened the clamp, it cracked. No patient harm was reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/ explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An evaluation was performed on the returned device. As received condition of device; the clamp is broken on one side. The investigation of the complained clamps shows that mechanical overloading is the main source of this breakage. The presented instrument broke according to a forced fracture during use. As stated in the surgical technique; clamps must not be tightened with more than 3nm. No product fault could be detected.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.